Manufacturer narrative:
Device manufacturing date and device expiration date could not be determined. Device serial number/lot number is unknown. Event problem and evaluation codes: updated. No lot number was provided; therefore, device history record review could not be performed. Two (2) pictures were attached and reviewed. Picture one shows the top of a bag with the writing on it. Picture two shows the rest of the bag where a device soaked in dry blood is visible. The reported failure mode is not visible from the pictures attached. The complaint is not confirmed. The reported issue could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of a device malfunction (water leak). Lot unknown. Discovered upon opening. No injury.